Event description:
Health professional reports: protime gave 0.8 inr on several pts on coumadin. Only one comparison: next day ref lab was 1.1 inr. Therapeutic range 2.0 - 3.0. Physician increased coumadin dose. No adverse events reported for any pt.

Manufacturer narrative:
(B)(4). Clinic not sure which instrument gave results. Instrument not being returned to MFR for evaluation. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Complaint not confirmed. Customer continues to use instrument; refuses to return product to MFR.